Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the system hadn¿t been helping him since he had it put in. The patient reported that he fell ¿like 3 or 4 weeks ago,¿ and reported that it was in (B)(6) 2017. The patient reported that he met with a manufacturer¿s representative (rep) in (B)(6) 2016 or (B)(6) 2017 but wasn¿t sure which one and said that they were still not getting relief.